Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via patient indicated that she could feel the implantable stated that she has "severe pain" at the "ball and socket of her hip on the right side and her right knee since 2017 in about 6 months ago. The patient stated she went to an orthopedic doctor and they diagnosed him with bursitis but was not sure and wanted to rule out the ins as being a cause for her pain. The patient did not have a fall or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that she could feel the implantable neurostimulator (ins) device near the surface since 2017. The patient stated that she has "severe pain" at the "ball and socket of her hip on the right side and her right knee since 2017 in about 6 months ago. The patient stated she went to an orthopedic doctor and they diagnosed him with bursitis but was not sure and wanted to rule out the ins as being a cause for her pain. The patient did not have a fall or trauma

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had been having some trouble since she came back from her trip in the end of february. The patient reported pain at the implantable neurostimulator (ins) site that went down her right leg since (B)(6) 2017. The patient to the healthcare professional (hcp) office on (B)(6) to get the ins checked. The patient stated the ins came closer to the surface since 2016, 3 months post implant. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.